Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and was found to have dislodged. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.